Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her one touch ultra easy meter read inaccurately high when compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged inaccuracy started ¿last year¿. At an unspecified date/time, the patient obtained a blood glucose result of ¿179 mg/dl¿ with the subject meter and ¿159 mg/dl¿ with another device (doctor¿s meter), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The patient manages her diabetes with insulin (hum insulin normal; self-adjuster) and stated she continued with her usual dose of insulin (3 units) in response to the alleged inaccurate result(s). The patient stated, 20-25 minutes after the alleged issue occurred, she developed symptoms of ¿sweating¿. The patient self-treated with .5 liters of soda (fanta) in response to the symptoms. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.